Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime fill anomaly and reservoir was not locking in place. The customer¿s blood glucose was unknown. The customer was trying to finish loading her reservoir to insulin pump but not able to. Customer stated that they were unable to exit the load reservoir process. The troubleshooting was performed. The customer was advised that the insulin pump would need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No prime or fill anomaly noted during testing. Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. (B)(4).